Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the mildly tortuous internal carotid and common carotid arteries. A carotid wallstent and 190cm filterwire ez were selected for use. The wallstent was successfully deployed at the target lesion. At this point it was observed that the stent delivery system was entrapped on the filterwire ez. Despite pushing and pulling the filterwire ez, it could not be removed. The filterwire retrieval sheath could not be used to capture the filter. A catheter was advanced to retrieve both the stent delivery system and filterwire ez. It was observed that part of the filter was torn. The devices were able to be successfully removed, and the procedure was completed. There were no patient complications as a result of this event.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the mildly tortuous internal carotid and common carotid arteries. A carotid wallstent and 190cm filterwire ez were selected for use. The wallstent was successfully deployed at the target lesion. At this point it was observed that the stent delivery system was entrapped on the filterwire ez. Despite pushing and pulling the filterwire ez, it could not be removed. The filterwire retrieval sheath could not be used to capture the filter. A catheter was advanced to retrieve both the stent delivery system and filterwire ez. It was observed that part of the filter was torn. The devices were able to be successfully removed, and the procedure was completed. There were no patient complications as a result of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was received loaded on to the customer's filterwire. This device is recommended for use with a 0.014" (0.36mm) guidewire as per the instructions for use (IFU). During the product analysis the device was successfully removed from the customers filterwire without resistance or issue. A visual and tactile examination identified no issues with the catheter or delivery system. The device was returned with the stent deployed from the delivery system. The stent was not returned for analysis. This concludes the product analysis.

Manufacturer narrative:
Updated device evaluation by MFR: upon receipt at our post market quality assurance laboratory, the device was received loaded on to the customer's filter wire. This device is recommended for use with a 0.014" (0.36mm) guidewire as per the instructions for use (IFU). The device was received in a undeployed state. The filter wire was removed from the device with a certain degree of resistance experienced. A visual and tactile examination identified no issues with the catheter or delivery system. The device was returned with the stent deployed from the delivery system. The stent was not returned for analysis.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the mildly tortuous internal carotid and common carotid arteries. A carotid wallstent and 190cm filterwire ez were selected for use. The wallstent was successfully deployed at the target lesion. At this point it was observed that the stent delivery system was entrapped on the filterwire ez. Despite pushing and pulling the filterwire ez, it could not be removed. The filterwire retrieval sheath could not be used to capture the filter. A catheter was advanced to retrieve both the stent delivery system and filterwire ez. It was observed that part of the filter was torn. The devices were able to be successfully removed, and the procedure was completed. There were no patient complications as a result of this event.